Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521ent. H3, h6: multiple fdd/annex a codes were reported. A1102 was coded for the displayed localizer faulted. A05 was coded for system displayed lo calizer faulted while using a side emitter. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted while using a side emitter and preparing for a case. The manufacturer representative (rep) reseated the emitter cable and rebooted the system. It did not resolve the issue. The rep removed the side emitter and plugged in a flat emitter. The issue did not persist and the system was brought into the operation room (or) for the surgery. There was no patient involvement.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field. In summary, the side emitter was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.